Event description:
The customer reported an erroneous creatine kinase-mb (ck-mb) result, above the normal reference range, for one patient, involving the unicel dxi 800 access immunoassay system. Subsequent analysis of the patient sample, on the original and an alternate instrument recovered lower results, above the normal reference range. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed verification testing of instrument hardware and completed creatine kinase-mb (ck-mb) precision study with acceptable results. The fse noted high sensitivity system check results failed. The fse inspected the instrument for causes of the high sensitivity system check failure and did not note any failures or malfunctions. The fse replaced the mixer belt, idler pulley, and the aspirate probes. The fse performed modifications and replaced gripper/spinner and peristaltic pump cassettes and tubing. The fse performed all analytical module alignments. A passing system check and high sensitivity system check were completed to verify instrument performance. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications and was returned to normal operation.